Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a forty-four-year-old male with a history of diabetes mellitus and heart failure with reduced ejection fraction was found unresponsive in the shower by his mother. On arrival to the emergency room, the patient¿s blood glucose was very low and was treated for hypoglycemia. An electrocardiogram demonstrated a st-segment elevation myocardial infarction. The patient was taken emergently to the cardiac catheterization laboratory for planned impella device support and left heart catheterization. An impella cp was implanted according to protocol without complication. Imaging demonstrated a low left ventricular ejection fraction of twenty percent with hypokinesis of the anterior wall and left ventricular apex. Coronary anatomy revealed disease of the right coronary artery, artery, obtuse marginal branch, and a chronic total occlusion of the left anterior descending artery. Based on the electrocardiogram findings and left ventricular dysfunction, the physician elected to intervene on the left anterior descending artery. A percutaneous coronary intervention was successfully performed. The patient was transferred to the intensive care unit for continued cardiac management and glucose control. On the second hospital day, the patient¿s urine became red in color. A bedside echocardiogram showed that the pump was positioned deep in the ventricle. The pump was repositioned, after which the urine began to clear. On the third day, suction alarms were reported, the pump remained slightly deep, and there was concern regarding right ventricular function. On the fourth day, the clinical team discussed whether to continue support or explant the pump. The decision was made to explant the device due to multiple factors, including a new fever and the need to awaken the patient for neurological assessment; when awakened, the patient became significantly agitated, raising concern for potential harm to the impella arterial access site. The patient tolerated weaning from the device with minimal increase in vasopressor support, and the impella device was explanted without complication. While the pump is conservatively coded for the complications, they were more likely due to the patient¿s underlying clinical conditions and improper pump positioning. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
B5 added additional information that was received. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Code b18 was added due to new information that was received. H11 revised additional manufacturer narrative due to new information that was received. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Additional information was received. The pump was too deep and causing hemolysis so it was pulled back under echocardiogram to mid ventricular space. The hemolysis cleared and the pump was discarded.

Manufacturer narrative:
H6 added health effect - impact code as it was omitted from the initial report that was submitted.

Manufacturer narrative:
Corrected information was provided in b1. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the injury was unable to be determined due to insufficient clinical details.